Manufacturer narrative:
(B)(4).. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the tortuous and extremely calcified right coronary artery (rca). A 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. After several attempts to cross the lesion, the stent delivery catheter partially fractured. The device was completely removed from the patient's body and further pre-dilatation was performed. Another promus premier¿ stent was then implanted and the procedure was completed. No patient complications were reported.